Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A service history review could not be completed due to the unknown serial number.

Event description:
The event involved a plum duo infusion pump, and it was reported that air was in a line under the cartridge and no alarms were triggered. The pump was then tested on the first day using only the 0.5 ml/hr rate, and by the end of the day there were multiple instances where air was present in the line. The event occurred during infusion of maintenance ivf (intravenous fluids). There was reported patient involvement and no patient harm. The event occurred on two dates, and this report captures the second of the two incidents.